Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the lift column power supply ps3. Power supply (ps3) replaced and system functioned as intended. System returned to service.

Event description:
It was reported that the c-arm on the 9800 system will not lower. No patient injury reported.